Event description:
Drain was placed in 2004 following thyroid surgery. According to reports, a stitch was not used to hold drain in place. The next day drain was being removed and broke. A piece of the drain remained in the pt. At this time pt did not want piece removed. Pt is being treated with antibiotics and being observed for infection. Reports was informed the drain is not meant to be left in the pt.